Event description:
Unable to speak with the pt/layperson, this senior medical surveillance specialist will write a letter to the pt and has reviewed the customer care advocate's (cca's) documentation. The pt alleged that in 2009 at 9 a.m, her onetouch ultra meter prompted an error message when she tested. The pt could not recall the error message and the cca could not troubleshoot as the meter would not turn on during the call. When asked, the pt stated that around ten minutes after the alleged error message, she became clammy and shaky. The pt took her usual medications that consist of 50 units lantus insulin, 16 units humalog insulin, and other oral medications. The pt did not elaborate on whether all medications were or are to be taken in the morning or whether they were taken before or after symptoms started. No medical intervention was received. Because the pt allegedly was unable to obtain an actionable result and reportedly developed symptoms that meet criteria for serious injury, the complaint's reported. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.